Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. The sample was in used condition, without original packaging and with its certificate of safe handling. During functional testing, the samples were filled with 5cc of air according to procedure to see if there was any functional problem. When the sample was inflated with air, the cuff only inflated one side. According to the instructions for use, when the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. Additional information: updated b1, d5. G3 is unknown., corrected data: d1

Event description:
Customer reports an issue with the cuff which does not inflate evenly.